Event description:
It was reported the pt underwent surgery receiving an sjm valve in the mitral position (medwatch# 3001743903-2009-00011) and a 25mm tailor annuloplasty ring in the tricuspid position; 169 days post-op the pt expired. The physician does not believe the death was related to the annuloplasty ring. Additional info has been requested.